Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. At the fourth knotting, the suture broke when pulling the node, and the device was replaced. No adverse patient consequences were reported.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: were there any patient consequences? No patient consequences reported investigation summary: the product was returned to ethicon for evaluation. The returned product determined that it was received; one open box with eight unopened samples that pertained to the product code ep8732h. To evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.